Manufacturer narrative:
At the time of this report, mentor has received no information regarding explantation or an expected explantation date. It is unknown at this time if the device will be made available for return. As a result, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Reason for device explant and/or reoperation: capsular contracture. (B)(4).

Event description:
It was reported that a (B)(6)-year-old hispanic female patient underwent a breast augmentation revision procedure with mentor memorygel breast implant 700cc gel breast prostheses when the left breast prosthesis ruptured after implantation. Rupture was diagnosed via a physical. In addition, the patient developed capsular contracture (baker grade unknown) in both of her breasts. As a result, the patient underwent bilateral capsulectomy surgery along with unilateral left device explantation and replacement with a mentor memorygel breast implant 700cc gel breast prosthesis on (B)(6) 2020. The patient¿s right breast prosthesis was re-implanted, which is contraindicated in the IFU. This medwatch report is for the patient¿s right breast prosthesis.